Event description:
The customer reported that the inner cannula of patients tracheostomy became completely dislodged from the outer cannula while still attached to the ventilator. On inspection inner tube found not to lock in position. The customer confirmed that decannulation and recannulation of a replacement tube was performed. Covidien is attempting to collect further details surrounding the circumstances of this report.

Manufacturer narrative:
Inconclusive - investigation in progress. Pending sample analysis.